Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date and to update the h3 section. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no.2 to update the h3 section and to provide the completed investigation results. One used large tr band assembly and the inflator were returned for product evaluation. The returned device was subjected to visual inspection. Microscopic and fluoroscopic images of the air inlet port were taken. No anomalies were observed. Leak testing was performed on the device. A tr band inflator was obtained and used to inflate the tr band with 15 ml of air. The inflated tr band was then submerged underwater. No bubbles were observed along with the seals of the large and small balloons but air bubbles were seen at the air inlet valve. The valve was then deconstructed and examined under the microscope. Foreign matter was found in the air inlet port/valve. The sample was sent out for ftir testing to further analyze the nature of the foreign matter, the ftir result indicated that the foreign matter is a form of polyethylene terephthalate. Based on the provided information and investigation results there is no evidence that this event was related to a device defect or malfunction. Based on the investigation results, it is likely that the foreign matter observed did not allow the air inlet valve to properly close therefore causing air to leak out. However, the exact cause of the reported event cannot be definitely determined based on the available information. Terumo is further investigating the reported event.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
Terumo medical received a (B)(6) report: (B)(6). The event description states: that a tr band spontaneously deflated. Additional information was received on 4septmeber2019: the procedure prior to use with the tr band was angioplasty. The patient condition was stable with no additional medical intervention or health issue present. Minimal bleeding occurred (much less than 250cc) after approximately 1 hour. Manual compression was utilized to stop minimal bleeding with no harm to patient.